Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified as the cartridge was not returned with device.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Additionally, the customer reported an inaccurate fill estimate after loading a cartridge with 300 units of room temperature insulin. Reportedly, the insulin gauge remained static at 105 units. The customer's blood glucose level was 113 mg/dl. It was confirmed that the customer will continue using the pump for diabetes management.